Event description:
During the implantation procedure, it was reported that the stylet perforated this lead. A new isoline lead was implanted.

Manufacturer narrative:
The analysis on this lead is pending.

Manufacturer narrative:
(B)(4), 2012.the analysis on this lead is pending.

Event description:
During the implantation procedure, it was reported that the stylet perforated this lead. A new isoline lead was implanted.